Event description:
In 2009, the healthcare professional/reporter contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately high readings. On august 13, 2009, the sr. Medical surveillance specialist contacted the patient to obtain and verify information; however, the patient refused to speak with the smss. The complaint is classified based on the information originally provided. The patient claimed to have obtained inaccurately high blood glucose readings since four months earlier. On two days prior to original date at 12:00 noon, the patient experienced the symptoms of slurred speech, sweating, and sleepiness. Emergency services were contacted. Paramedics arrived at 1:00 pm and tested the patient's blood glucose level to be 174 mg/dl. The patient was transported to the hospital, where her blood glucose level was tested to be 44 mg/dl. The patient was treated intravenously with glucose, and was diagnosed with a diabetic coma. The patient was unable to provide any details as to her meter readings obtained earlier on the day of the event. It would have been helpful to determine the allegedly inaccurate meter readings obtained since that month, the patient's meter readings earlier on the day of the event, if she tested using the reported meter while symptomatic, what medications and meals were taken prior to the onset of symptoms, her medication regimen, her expected blood glucose readings, if she received any treatment from the paramedics, and if the patient or caregiver provided any treatment prior to the paramedic's arrival. During the troubleshooting telephone call, the customer care advocate (cca) determined the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The patient's meter readings and medication doses taken prior to and during the event are unknown. The patient allegedly suffered severe hypoglycemic symptoms while using the reported meter and test strips, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.